Event description:
Doi: (B)(6) 2015: patient received a right primary attune to treat primary osteoarthritis. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Dor (B)(6) 2021 (B)(4) patient received a right knee revision to treat aseptic loosening of the tibial tray. Upon entering the joint, the surgeon confirmed the tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component and patella were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a n attune revision knee. The procedure was completed without complications. Doi: (B)(6) 2015; doe: (B)(6) 2021 (aspiration); dor: (B)(6) 2021 (tibial tray, cement, insert revision); right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tibia was loose at the cement to implant interface. Had very little cement stuck to tibia. Doi: (B)(6) 2015; dor: (B)(6) 2021; right knee.